Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with the auxiliary door. The field service engineer replaced 5 latches for 5 different doors to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis ciisafe door 9 and 12 failed when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.